Event description:
It was reported that the patient's lead exhibited low pacing impedance. Patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147455.